Event description:
Device 1 of 2, reference MFR report #1627487-2017-08391. Additional information received that therapy was restored and issue resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2017-08391. It was reported that the patient's leads revealed high impedances. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-08391. Additional information received that both the leads were explanted and replaced.